Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: which part of the procedure was the 60mm used and the 45mm used? Uses 60mm to form the pouch. Starts with grey reload move to green then blue reload. Starts on the mesentery start with grey then go to white reload. On the new pouch uses the 45mm with blue reload. Close common opening with sutures. Were the malformed staples noted from the 60mm or the 45mm device? Unknown. What cartridge color used for both devices? Grey, blue, green and white. Did the surgeon notice the device laboring during firing? No. Does the surgeon pulse or use one continous firing stroke? Pulsates. Was buttressing material used? No. Which devices were used in the reop? 60mm. What is the current patient status? Stable. Was the patient discharged home? Yes. How did the patient present to lead to a reoperation? Unknown. Was a leak test performed during the initial procedure? Yes. The rep reports that the patient is doing well. The surgeon states he is not sure it was a product failure.

Event description:
It was reported that after a gastric sleeve procedure, the patient developed a post-op leak. The original procedure was performed on (B)(6) 2014 with no issues noted with the devices. Leak test was performed during the original procedure with no leak detected. On (B)(6) 2014, the patient developed an abscess with a post-op leak by the staple line. This was detected by a CT scan. Another procedure was performed to repair the leak. During the reoperation, it was noted there were malformed staples by the abscess. There was not enough tissue to repair the leak and the procedure was converted from a gastric sleeve to a roux en y procedure. Blue cartridges were used during the original procedure and black cartridges were used during the reoperation. The patient is doing well at this time. Bmi of the patient was unknown. The product was discarded.